Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has recorded a signal artifact monitoring (sam) episode. Right atrial (ra) lead out of range impedance measurements above 3000 ohms. Technical services (ts) was consulted and noticed ra noise. Ts recommended further testing. The ra lead was found to have conductor fracture, with loss of capture and low sensing at high capture thresholds. The physician is going to continue to monitor the system after reprogramming. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has recorded a signal artifact monitoring (sam) episode. Right atrial (ra) lead out of range impedance measurements above 3000 ohms. Technical services (ts) was consulted and noticed ra noise. Ts recommended further testing. The ra lead was found to have conductor fracture, with loss of capture and low sensing at high capture thresholds. The physician is going to continue to monitor the system after reprogramming. This ICD system remains in service. No adverse patient effects were reported.